Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the foley disconnected from the closed urological system. The disconnection happened where the foley attaches to the sample port. There was no patient injury.

Manufacturer narrative:
Additional information: h4 device manufacture date added. H3 evaluation summary the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Three samples with the reported lot number were received for evaluation. Based on procedure, a visual inspection was conducted, however, the reported issue was not observed. A pull test was performed, but all the samples were found to meet quality specifications. The sample evaluation could not confirm the reported condition. The samples were found to perform according to quality specifications, however, there have been cases reported in the past for catheter detachment and a corrective and preventative action (CAPA) was opened to investigate and address the reported condition. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.